Event description:
It was reported that the customer had high blood glucose levels of 500 mg/dl. The customer would treat with an insulin pen. The mother of the customer reported that the drive support cap of the insulin pump appeared to be sticking out. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with detached end cap, cracked case at display window corners, battery tube thread and minor scratches on lcd window.